Event description:
Event description cpi received information that this bipolar positive fixation lead was removed due to high thresholds. The physician elected to perform an invasive procedure and found the lead had 'moved'. This lead was replaced with a new lead of the same moodel. * the physician's manual 352527-003c, page 15, lists displacement as an adverse effect.